Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/24/2015.

Event description:
Procedure: robotic prostatectomy. According to the reporter: during a robotic prostatectomy, physician attempted to remove the prostate as specimen when the endopouch ripped while partially inside patient. Surgeon was able to retrieve specimen, but was extremely concerned that he would have to go back in laparoscopically to obtain it. Surgeon was discontented with product and wanted addressed. Unfortunately, the device was not saved. What was the original intended procedure? The bag and specimen fell into the patient, but they were able to retrieve them.